Event description:
It was reported that during a cholecystectomy the device did not release the clips after 5 times without a problem. The case was completed with a new device. There was no patient consequence.